Event description:
The customer reported that the device cannot start. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device cannot start. There was no reported pt involvement. The device was evaluated by a philips fse. The power pca was replaced to resolve the issue.